Event description:
It was reported that the patient's device was in a power on reset (por) condition. The display showed the ''call your doctor'' icon and the patient was unable to adjust stimulation. The company representative met with the patient. Multiple antennae locator attempts and recharging attempts were performed. The antennae locator did not show good recharging. Fluoroscopy showed the device had not flipped. The device appeared to be too deep or not perpendicular to the surface of the skin. A revision or possible replacement was discussed. The patient was doing ''fine'', but left having to recharge 3.5 hours a day, which was inconvenient to the patient. No surgery was scheduled as of (B)(6) 2012.

Manufacturer narrative:
Lead model 3778-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial: (B)(4). Programmer model 37743, serial: (B)(4).